Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was returned to manufacturer and the investigation is ongoing.

Event description:
It was reported "a patient of undiclosed gender and age undewent an unspecified procedure in whish the motion hybrid wire guide, g44846 was used. (B)(6) center (c29022-0) called to share a motion wire (g44846) lot # 9019157405 had stripped coating leaving debris in the bladder. The first photos included are of the packaged and photos taken of the debris in the bladder."

Manufacturer narrative:
The report 3008988055-2025-00009 is being amended to add the correct the FDA coding for investigation findings and conclusions.